Event description:
Health care facility reported that a (B) (6) male patient on dialysis had a tegaderm chg dressing applied at a different health facility. The facility reported that the patient had maceration at the insertion site and that the insertion site was large. The facility reported that the physician instructed that the PICC be pulled and reported that the patient was discharged.

Manufacturer narrative:
Conclusions: device not returned - no evaluation will be performed. Device not provided to manufacturer for evaluation. Lot code was unavailable. Complaint type will be monitored.